Manufacturer narrative:
Concomitant: d364drm ICD implanted: (B)(6) 2013. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was rising. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter.

Event description:
It was reported that the right ventricular lead had an elevated short v-v interval count, a slight pacing impedance increase, and many episodes with noise. There were no patient complications reported as a result of this event. It was later learned the patient is deceased and died from a cause unrelated to the event. The status of the lead is unknown at this time.